Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary additional reportable info becomes available. (B)(4).

Event description:
A clinical engineering supervisor reported that during surgery, the light source displayed a system message. The system was exchanged and the procedure was completed. There was no harm to the pt.